Manufacturer narrative:
The lead was surgically abandoned (capped); therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. A new lead was successfully implanted. No adverse pt effects were reported. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that during a pacemaker replacement for normal battery depletion, this chronic right ventricular lead was surgically abandoned (capped) due to increasing thresholds and impedances less than 100 ohms. A new lead was successfully implanted. No adverse pt effects were reported. The device was actively implanted for approximately 5 years, 7 months.